Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after 14 days or less of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced "going low, headache, blurry vision, weakness", and self-treated with "hemaline" prior to unspecified third-party treatment by a healthcare professional for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Sensor (B)(4).has been returned and investigated. No physical damage was observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. No malfunction or product deficiency has been identified. This issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the abbott diabetes care (adc) sensor. The sensor prematurely detached after 14 days or less of wear and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced "going low, headache, blurry vision, weakness", and self-treated with "hemaline" prior to unspecified third-party treatment by a healthcare professional for a diagnosis of hyperglycemia. There was no report of death or permanent injury associated with this event.